Event description:
Caller reported a cartridge alarm issue with the pump, and it was confirmed that the customer's blood glucose level did not experience any adverse impact. Customer attempted to resolve the issue with technical support by loading a new cartridge, but the alarm persisted. As a result, technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections (mdi) as an alternative insulin therapy. Customer was informed about using the source account for software updates on the replacement pump and was provided instructions for returning the faulty pump to avoid charges. Technical support ensured that the customer understood the necessary steps while waiting for the replacement pump.